Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 3/24/2020. Additional information received: the surgeon stated that on the hepatic side, did not staple properly- the device cut but did not provide proper hemostasis. Additional information obtained: the vessel was skeletonized before firing. The compressed vessel was proximal to cut line. The compressed width of vessel was about 3cm. There was no unusual noises or feedback during firing. The surgeon confirmed that he waits 15 seconds prior to firing. There was no tension on vessel at time of firing.

Manufacturer narrative:
(B)(4). Batch # p5898g. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the condition of the internal components and no anomalies were noted. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the event occur on first firing of device? Yes. Was surgical procedure laparoscopic or open? Open. Please provide what is meant by ¿misfiring¿? Staples didn¿t form as b shape. Were any staples visible? If so, please describe shape. Yes, b shape had not formed and the legs of some staples were straight. What is the surgeon¿s experience with device? He used it 2 times prior this event. Were the tips of device visible during firing? Yes. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Yes. What was the approximate blood loss? About 5 liters. Was a transfusion required? Yes. What is the current patient status? In good condition.

Event description:
It was reported that during a hepatobiliary, right hepatectomy donor surgery, procedure, misfiring of pve35a on hepatic vein, lead to sever bleeding for 10 mins, and the patient got cardiac arrested. Patient currently in ICU.